Event description:
It was reported that the device was heating up during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that the device was heating up during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.